Event description:
It was reported the patient was admitted to the hospital after the patient received an inappropriate shock from the right ventricular (rv) lead while at a wedding when the patient did not have symptoms. The electrogram showed the rv lead and right atrial (ra) lead had oversensing and noise. It was noted the patient denied exposure to electromagnetic interference. The therapies were reprogrammed off, with diagnostics on monitor, until the patient could be evaluated further. Isometric testing was positive for noise and it was thought there was lead crush. The rv and ra leads remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was high resistance/impedance with a patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. Programmer s2d data file (B)(4) shows and alert event for "a. Bipolar lead impedance greater than 3000 ohms" on (B)(6) 2012. (B)(4) - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was sensing of interference/noise with ventricular short interval count (v-sic) equal to 20 counts, in 0.11 day, on (B)(6) 2012 in the timeframe between 17:31:32 and 20:08:15. There was oversensing with ventricular fibrillation equal to 170 ms average v-cycle on (B)(6) 2012. There was also a lead failure predictor for high rate non-sustained less than equal to 210 ms average v-cycle on (B)(6) 2012 in the timeframe between 18:08:00 and 20:24:54.